Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead inappropriately shocked the patient due to t-wave oversensing (twos). The lead was reprogrammed and remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to detecting atrial fibrillation (af) with rapid ventricular response (rvr) as a fast ventricular tachycardia (fvt) episode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.